Event description:
Hubble contact lenses did not verify our pts contact lens prescription. They switched her to their contacts. She went to the ER this morning with pain and they were not able to help her. I examined her today and her vision is worse than normal due to an infiltrative keratitis in her right eye. It is illegal to not fill a contact lens prescription exactly. She will be returning in 2 days to see how she is healing. Her pain started the first day she wore the contact. FDA safety report ID# (B)(4).